Event description:
It was reported that a patient presented with intermittent loss of capture at high capture thresholds, with diminished r wave sensing. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of intermittent loss of capture at high capture thresholds, with diminished r wave sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.